Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the recorder would not stop beeping when it was next to a patient and the recorded video was shorter than the duration of the study. The patient complained of multiple beeping episodes when the recorder was within a three foot range. A repeat procedure was necessary due to the alleged device malfunction. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: one device recorder was received for evaluation and investigated. The calibration by the capsule simulator and transmission test were successful. A test study of 48 hours was performed and the study data was downloaded successfully. Per the condition in which the device was received, the device recorder seemed to be functioning per specification. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.